Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported issue indicates that the problem concerning the triple-clicking of the drawer is attributed to a malfunction with the position sensor. A field service engineer successfully replaced the position sensor to address the problem. The device functioned as intended after the field service engineer troubleshooted the device. A technical support specialist confirmed that there was a delay in dispensing medication to the patients.